Manufacturer narrative:
(B)(4): the clinic is reporting this adverse event only and did not request or require field service or clinical supportall pertinent information available to abbott medical optics has been submitted. Placeholder.

Event description:
The surgery center reported that a laser vision correction patient was presented with a trace of diffuse lamellar keratitis (dlk) on both eye (ou) eyes at 2 day post-operative exam. Topical steroid were increased and used to treat the dlk. The surgery center indicated the dlk was resolved 2 days later after treatment.

Manufacturer narrative:
Placeholder.